Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a m4 motor failure occurred. Both the console and motor were exchanged.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was confirmed via the log file and via the motor¿s functional analysis. The log file captured an m4 alarm on 28jun2025 while the system was operating around the set speed. The alarm did not prevent the system from functioning as intended within the log file data, and the centrimag equipment was observed to have been exchanged at the end of the data. The returned centrimag motor (serial number (B)(6) was functionally tested alongside known working test equipment, and m4 alarms were reproduced upon flexing the motor¿s cable at either of its bend reliefs. The motor¿s cable was measured for continuity, and wire fatigue was observed within two of the motor¿s signal lines which would cause the reported event to occur. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable near its motor-side and connector-side bend reliefs, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.